Manufacturer narrative:
Initial reporter phone #: (B)(6). Material #: 367986 lot/batch #: 2222192. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. 30 retain samples were subjected to a visual inspection for gel air bubbles. 0 of 30 retain samples had gel air bubbles present in the gel of the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode gel air bubbles based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there were air bubbles in the gel. The following information was provided by the initial reporter: stage: when unpacking defect: there are a lot of air bubbles in the separating gel quantity: 9 pcs. Effects: no effect on patients and users.